Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the reason for call was that lately they had been having a problem where they didn't feel the stimulation working. Patient stated that they knew that the stimulation was on. Pt said that sometimes the ins would be off but they would turn the ins back on. Pt said that when the ins worked fine, they would charge the ins and it would work fine for the day. Pt said that they would recharge the ins in the evening again and so the ins would be almost drained to about 10% left in the morning, however lately the ins was still at 80% in the morning and during the day they noticed the same thing happening. Pt said that currently the ins was at 70% and they hadn't charged the ins yet today. Pt said that they couldn't feel the stimulation working currently. Pt said that they were on group a with program 1. Pt only had group available. Pt went to increase the stimulation and saw that the intensity was at 7.6 and then settings not available appeared. Pt said that they used to be able to increase the stimulation past 7.6. The patient was redirected to their healthcare provider to further address the issue. When asked for the event date, pt said that it was for a couple months. Pt said that they had a rep come out and that the rep could see all of "them" lit up so there weren't any issues there; agent understood that the pt was referring to the electrodes. Pt said that they could feel a little stimulation when they were there with the rep but they didn't go through any more things as far as increasing the stimulation. Patient called back regarding getting message settings not available, cannot provide your desire intensity on all groups and programs. Patient stated he thinks its a controller issue. Patient stated they had an apt on (B)(6) with hcp but they have something else they have to do. Patient mentioned they met with mdt rep in (B)(6) 2024 and rep checked everything was working good.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
E-mail received from manufacturer representative (rep) clarifying that when the patient reported "sometimes the ins would be off", it was because the patient would turn the stimulation off sometimes.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
E-mail received from manufacturer representative (rep) that the patient needed a reprogramming and that was completed on (B)(6) 2024. Rep reports the cause of this issue was that stimulation was programmed on a lead that "had an impedance". Rep reports reprogramming "on leads that worked correctly" and that this resolved the issues.